Event description:
Implant did not integrate into bond and caused ill fit. No pain or injury caused to patient.

Manufacturer narrative:
A dr called dr(reporter) in 2008 to request more information. Dr(reporter) had alluded to using incorrect drills but was unaware of any cause of the failure. Dr(first) concluded failure to be user error.